Event description:
Complainant alleged that after discharging 150 joules to a patient (age & gender unknown) the device inappropriately shut down and failed to power back up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.